Event description:
It was reported that patients who used bd saf-t-intima y adp bl 22ga x 0.75in developed. Infection: several cases of infection on several patients. Several cases of catheter infection, which were treated by several nurses. The infections required treatment with antibiotics. Hypodermo-hypodermal infection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Patient codes updated to e1906 - unspecified infection and f2303 - medication required.

Manufacturer narrative:
DHR review: the complaint lot#3228737, complete the assembly in suzhou plant1 on 2023.aug.28, lot quantity is (B)(4) each. Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Sterilize rvw exempt rationale: check the production batch record, the sterilization process is normal, the bi sterility test passed, and the eo residue test passed, the product met the requirement of bi sterility test before released. Returned sample analysis. Not able to confirm the indicated failure mode since no returned defective unit sample or photos. Causes analysis: according to preview ma feedback, there are many factors that cause the skin redness and wellness. Common is mainly caused by drug infusion (including configuration solution). Other possible related factors include: puncture through the blood vessels was not found in time, resulting in leakage or small hematoma caused by local swelling. Disinfection during operation is not strict and causes infection. Some drugs may cause skin redness and wellness. The physical reasons of the patient itself. Conclusion: no found any abnormal for the assembly and sterilization process and production line and the production environment. Not able to confirm the indicated failure mode since was not received defective unit sample or photos, so cannot identify the root cause related with production.

Event description:
Patient details provided.

Manufacturer narrative:
The following fields have been updated with the corrected information: date received by manufacturer to 8/29/24.